Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the increased friction resistance between the wire assembly and sheath assembly may have prevented the loop from being released. Additionally, pushing and pulling the slider under these conditions likely caused deformation of the operation pipe. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during an unknown procedure the loop of the ligating device was already securely ligated around the pedunculated polyp. However, the device was unable to be deployed. It was observed that the spring at the handle was pushed out and misaligned, causing the loop to be unable to be deployed. It was advised to the customer to perform emergency treatment based on instructions for use (IFU), which was to cut the sheath and remove the scope. The scope was then reintroduced into the patient separately, where a snare was used to perform polypectomy below the ligation of the loop. After which, the resected polyp and the loop was securely retrieved. There was no reported harm to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.